Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The closurefast catheter was received for evaluation . A 0.024" guidewire was included the packaging. No other ancillary devices were received. Visual inspection: the closurefast catheter shaft, coil, and connector were inspected and found no damages or anomalies that would appear to have contributed to the reported event. However, it should be noted the connector showed partial longitudinal smearing of the red alignment marker. Evaluation summary: visual inspection: the closurefast catheter shaft, coil, and connector were inspected and found no damages or anomalies that would appear to have contributed to the reported event. However, it should be noted the connector showed partial longitudinal smearing of the red alignment marker. On the grey tag where the lot number is indicated, the opposite side showed an illegible marking which appeared smeared. Testing/findings: 1. The device was attached to a test generator unit and run through two dry cycles. The unit performed as intended. That is, the temperature reached 120 degrees c and held it for the remainder of the 20 second cycle 2. The device passed continuity and resistance functional testing: e+ to e- 89.4 ohms (80-113 ohms), tc+/tc- 115.8 (less than equal to 250 ohms), resistor 1 value 13.74kohms (13.43-13.97kohms), and resistor 2 value 8.08kohms (7.90-8.22kohms).

Event description:
During the procedure three closurefast catheters were plugged into a radiofrequency generator and received an error message. The devices were troubleshooted but no changes occurred. The patient had already received tumescent at this time and had to be rescheduled for the procedure at a later date. Please reference mdrs 2183870-2015-00020 and 2183870-2015-00021 for the other two closurefast catheters referenced in this complaint.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device 3 of 3 ((B)(4)): during the procedure a closurefast catheter, we the catheter was plugged into the system the screen would change and function normally, however then it would flicker and return to the home screen with an error message that the read the connected device is unsupported. Please connect another device or please connect device and the catheter was connected. The system was rebooted numerous times and catheters were plugged and unplugged, the rep was contacted and gave other trouble shooting suggestions that did not work. She did suggest wiggling the catheter cord and plug, this made the screen come back briefly and flicker only to return to an error message. Three catheters were opened and all three had the same issue. All catheter will be returned for inspections when the va# is assigned. The number will be written on the outside of the package. The closurefast catheter was received for evaluation . A 0.024" guidewire was included the packaging. No other ancillary devices were received. Visual inspection: the closurefast catheter shaft, coil, and connector were inspected and found no damages or anomalies that would appear to have contributed to the reported event. However, it should be noted the connector showed partial longitudinal smearing of the red alignment marker. Device 3 of 3 ((B)(4)): during the procedure a closurefast catheter, we the catheter was plugged into the system the screen would change and function normally, however then it would flicker and return to the home screen with an error message that the read the connected device is unsupported. Please connect another device or please connect device and the catheter was connected. The system was rebooted numerous times and catheters were plugged and unplugged, the rep was contacted and gave other trouble shooting suggestions that did not work. She did suggest wiggling the catheter cord and plug, this made the screen come back briefly and flicker only to return to an error message. Three catheters were opened and all three had the same issue. All catheter will be returned for inspections when the va# is assigned. The number will be written on the outside of the package. The closurefast catheter was received for evaluation . A 0.024" guidewire was included the packaging. No other ancillary devices were received. Visual inspection: the closurefast catheter shaft, coil, and connector were inspected and found no damages or anomalies that would appear to have contributed to the reported event. However, it should be noted the connector showed partial longitudinal smearing of the red alignment marker. Evaluation summary: visual inspection: the closurefast catheter shaft, coil, and connector were inspected and found no damages or anomalies that would appear to have contributed to the reported event. However, it should be noted the connector showed partial longitudinal smearing of the red alignment marker. On the grey tag where the lot number is indicated, the opposite side showed an illegible marking which appeared smeared. Testing/findings: 1. The device was attached to a test generator unit and run through two dry cycles. The unit performed as intended. That is, the temperature reached 120 degrees c and held it for the remainder of the 20 second cycle 2. The device passed continuity and resistance functional testing: e+ to e- 89.4 ohms (80-113 ohms), tc+/tc- 115.8 (less than equal to 250 ohms), resistor 1 value 13.74kohms (13.43-13.97kohms), and resistor 2 value 8.08kohms (7.90-8.22kohms).

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.